Manufacturer narrative:
The investigation noted the customer was not using qc materials but used patient samples instead. Investigation of the provided patient sample reproduced the customer's reactive elecsys rubella igg result. As the results using mikrogen blot and platelia rubella igg assay were positive, it was determined the positive result was correct for the sample. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). Sample material from the patient was requested for investigation.

Event description:
There was an allegation of questionable elecsys rubella igg results from the cobas e411 rack analyzer. The initial result was 15 iu/ml. As the patient had a history of negative results, the sample as repeated with a result of 15.1 iu/ml. The same sample was repeated on a chorus ds analyzer and the result was <5 iu/ml (negative). An aliquot of the sample was tested on an abbott instrument and obtained a negative value. No specific result was provided.